Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that patient presented in clinic after receiving an alert for possible high voltage lead issue. Interrogation showed a vt/vt episode with an aborted hv charge. Premature battery depletion was also noted. Device was explanted and replaced.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The device was tested on the bench and damage to the hv output transistors was noted. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion and output transistor damage could not be determined.